Manufacturer narrative:
(B)(4). Date of initial report : 08/18/2016. The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted.

Event description:
The customer reported that the device was not creating proper seals and oozing under 250cc occurred during a gastric sleeve procedure even though end tones were heard. Another device of the same type was used and everything worked fine. There was no patient injury.

Manufacturer narrative:
(B)(4). Date of initial report : (B)(6) 2016. Date of follow-up report : 09/20/2016. The reported condition of hearing end tones without proper sealing was not confirmed. Functional testing was performed with the returned device on porcine kidney tissue. Multiple seals with end tones were made successfully. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.